Manufacturer narrative:
H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, the tip of a triforce peripheral crossing set's sheath separated. Reportedly, the physician was trying to cross a venous occlusion when the tip folded over on itself. As the user attempted to straighten the device, the tip separated and migrated into the lungs. A new device of the same type was used to complete the procedure. The separated tip remains in the patient, who was informed of the event by the physician. Per the reporter, no additional procedures are necessary to remove the fragment. Additional information has been requested but is not available at this time.